Event description:
According to the customer, the nebulizer "fused out" about "2 weeks ago" and her mother has not been able to administer her "daily prescribed medications".

Manufacturer narrative:
According to the customer, the nebulizer "fused out" about "2 weeks ago" and her mother has not been able to administer her "daily prescribed medications". The customer reported she has been using her "inhalers more often" and using a "breathing tool more often" to prevent a decline in her breathing. The customer reported the even with the at home prevention methods her breathing is "worse" causing her breathing to "feel tight" and her to have "trouble sleeping at night". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.